Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test. The device was not in patient use. The device was evaluated by a third party service center. During the evaluation of the device, an issue with the oxygen blending module board was observed. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed a test. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.